Manufacturer narrative:
The device was returned for evaluation. No programming was found with units of 160mg/16ml in charge dose or dose calculation. The initial programming was 480 ml/hr to deliver 160 ml in 20 minutes which generated a rapid delivery of 16 ml in 4 minutes. The second infusion programmed by the customer is set to deliver 16 ml in 20 minutes. The customer does not provide information on the speed of delivery. However, it is commented that after the distal occlusion alarm it delivered 50 mg of drug in only 5 minutes and according to the initial infusion calculation the device delivered 16 ml in 4 minutes before the device was turned off by the user. The device was programmed on the b channel to deliver a volume of 16 ml in 20 minutes, at a flow rate of 48 ml/hr, resulting in 16.4 ml delivered in 20 minutes. 16 ml *5% = (+/- 0.8 ml) with a tolerance of +/- 5%. The delivery value was found to be within the allowable range. The margin of error of delivery was + 0.4. According to the customer's experience, the device generated an early delivery. But the customer's protocol testing determined that the device worked 20 minutes 15 seconds without interruption and the infusion was completed without over delivery or alteration of values. Delivered as programmed. Keypad testing was performed to verify that it did not auto program. Each key functions correctly, the test passed correctly. If the 18:54 programming was correct, it is likely that the programmed values of the first infusion were not correct. The two infusions are programmed for 20 minutes, but to deliver at a different rate and volume. Probable cause of programming error.

Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a plum a+ infusion pump. It was stated by the nurse that an intravenous acetaminophen 160mg/16 ml was programmed on an infusion pump for 20 minutes. The alarm was activated and was checked by the assistant and was noted that the pump alarmed for distal occlusion. The nurse adjusted the set on the patient and just started the infusion pump. The device managed to infuse 50mg of the drug in 5 minutes and the rest of the dose remained primed in the plum set. There was patient involvement, however there was no patient harm.

Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a plum a+ infusion pump. It was stated by the nurse that an intravenous acetaminophen 160mg/16 ml was programmed on an infusion pump for 20 minutes. The alarm was activated and was checked by the assistant and was noted that the pump alarmed for distal occlusion. The nurse adjusted the set on the patient and just started the infusion pump. The device managed to infuse 50mg of the drug in 5 minutes and the rest of the dose remained primed in the plum set. There was patient involvement, however there was no patient harm.